Event description:
It was reported that the s1 screws are broken, both left and right screws and pl cage migrated out of the disc space.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the device was inspected and confirmed to be fractured. According to the intake information, the device was implanted (B)(6)-2012, meaning the device was implanted over 18 months. Furthermore, reviews of similar complaints that have had a material analysis performed on them were determined to be due to fatigue breakage. Conclusion: the length of implantation suggests that the most likely cause of the reported event is a fatigue fracture.

Event description:
It was reported that the s1 screws are broken, both left and right screws and pl cage migrated out of the disc space.